Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined. Correction: h6 problem code, type of investigation, investigation findings, investigation conclusions.

Event description:
As reported, approximately three years post initial left tsa, the 66 y/o female patient had a revision due to instability. Patient's adapter tray and liner were revised. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices are not available for evaluation due to the devices are disposed.

Manufacturer narrative:
Concomitant products: equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)), eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.